Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle. The device can not be repaired as the parts needed for repair are obsolete. The customer was advised to remove the device from the service.